Event description:
During an ir procedure for biopsy of a lung lesion, the patient coughed, and this resulted in the bending of the 19 g outer cannula at an acute angle. Gentle traction was applied resulting in the fracture of the needle. While attempting to remove the needle, the device fractured further resulting in a 4cm fragment protruding into the intercostal muscles, traversing the pleural space and then entering the lower lobe.